Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur cemented cruciate retaining (cr), catalog # 42502006201, lot # 62491857; persona articular surface fixed bearing ultracongruent (uc), catalog # 42511200410, lot # 62747295; persona all poly patella, catalog # 42540000029, lot # 62326957. Study: polar_(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-02526, 0002648920-2018-00381, 0002648920-2018-00382. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was experiencing pain three years post-implantation.

Manufacturer narrative:
The product was evaluated through manufacturing records and medical records indicate that the allegations of pain were confirmed. The patient¿s follow-up visits with her physician dated at six (6) weeks, six (6) months, one (1) year and two (2) years indicate that the wound had healed and that the knee was functioning well without any report of pain. However, upon the patient¿s three (3) year follow-up visit, the patient indicated that she was experiencing low-grade pain, especially while going downstairs. A radiographic review was performed and the x-ray provided for six (6) months post-operatively indicated evidence of early subchondral sclerosis and good joint space. All x-rays provided, dated six (6) months to three (3) years, indicated that the prosthesis is in good alignment with no evidence of knee problems or loosening. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the clinical study report for this patient, the patient¿s routine exercise included leg-press and leg extensions at the gym. Additionally, early subchondral sclerosis was noted in six (6) month radiographs. These may be contributing factors to the patient¿s pain, however, the subchondral sclerosis was not identified in the following x-rays after six (6) months. Per the package insert, pain is one of the adverse effects of total knee arthroplasty (tka). However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was experiencing pain three (3) years post-implantation and was treated with nonsteroidal anti-inflammatory drugs.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or photos provided; therefore, visual and dimensional evaluations could not be performed. Per rdc report, the patient's routine exercise includes leg press and leg extensions at gym. Also, early subchondral sclerosis was noted in the 6 month radiographs. These factors might be the potential contributing factor for pain. However, subchondral sclerosis was not found in the x-rays taken during 1, 2, and 3 year visits. Per package insert, persona-the personalized knee system pain is one of the adverse effects of the tka procedure. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.